Manufacturer narrative:
The power wheelchair has not been returned for inspection, however, no malfunction of power wheelchair suspected. According to local news reports, the end user was crossing the roadway in the power wheelchair when a transit bus struck him. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts".

Event description:
According to local news reports, the end user was allegedly crossing the street in the power wheelchair in a crosswalk when he was struck by a transit bus. Allegedly, the end user was transported to the hosp.